Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked between the plunger and syringe. Found during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with a picture of the affected samples. A leakage through the plunger rod was observed in this provided picture. We have also been provided with 400 reference samples. We have carried out a leakage test for the returned reference samples, to check the possible plunger or barrel defect, and it has proved to be correct too. We confirm the reported issue from the returned picture. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in (B)(4) (september 17 - 19th, 2017). Syringes were assembled in (B)(4), in lot #7251002 (september 11 - 18th, 2017) and in lot #7258082 (september 18 - 25th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7258040, #7251464, #7244048, and #7237223 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7258041, #7251467, and #7244049 and no problems, defects or qn related to the reported issue were found. Root cause analysis: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the provided picture of the sample presented the reported issue. We could confirm the reported issue.